Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The device was used to administer seven shocks to the patient. After two shocks were administered using 360 joules, the device allegedly would only charge to a maximum of 325 joules. The final three shocks administered to the patient were performed using 325 joules. The patient's outcome was not reported.